Event description:
The information received from the affiliate states that an opta-pro balloon was used in the pre-dilation of left collateral leg of a patients stentor (minitec/bsc) aaa prosthesis. During the angioplasty, the balloon had burst circumferentially. The balloon had to be withdrawn with the sheath as a unit. Procedure was terminated with another opta-pro with same dimensions. There were no reported patient complications. The product will be returned for evaluation and testing.